Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing failure to discharge on a patient. There was reported patient involvement without harm.